Manufacturer narrative:
Reliability analysis inspected three opened/used partial enlite sensors and performed bicarbonate buffer test. All three sensors passed per specification due to accurate readings. Unable to confirm blood at site complaint due to customer not returning the needles. Only the sensors. Also, found three cannulas bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer stated that at least 2 sensors failed, one of which was found with blood on the cannula. The other was found with a bent sensor cannula. The blood glucose reading was 146 mg/dl, compared with the sensor glucose reading of 64 mg/dl. The caller was advised that 3 sensors would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.